Event description:
The remstar auto aflex device was returned to a third-party service center as part of the uno recall process with foam particle allegation. During the evaluation of the device at the third-party service center, the device was visually inspected found evidence of foam degradation (blower foam degradation). The device was scrapped by the service center after the evaluation was completed.